Manufacturer narrative:
Initial MDR stated: the products have been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The products have been requested back. Incorrectly checked "no" as the answer for "labeled for single use." Is correctly answered "yes". The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Test strip lot 1284832 information: device manufacturer date: 12/13/2012. Expiry date: 06/30/2014 retained test strip samples from the same lots reported by the customer (1366121 and 1284832) were tested with control solution instead. All results were within the range specification and no errors were observed for both lots. The complaint is not confirmed.

Event description:
Abbott diabetes care received notification that a user report had been filed by a healthcare provider, which reported the following information: on (B)(6) 2014 the customer, (a child who is (B)(6) old), while using an omnipod insulin management system (serial no: (B)(4)) with freestyle lite test strips, had blood sugar tests done at "hourly intervals" and received "low values" of between 2.0-3.0 mmol/l, during the night. Customer was given jubin and trabenzucker (oral glucose/grape sugar solutions). Customer continued to receive "low readings". The next morning, the child was brought to a hospital clinic where "parallel" blood glucose tests were performed using the hcp's freestyle lite blood glucose meter and the omnipod, with the following results - the actual times when the tests were done was not provided: hcp fs lite meter with fs lite test strip lot 1284832 = 12.2 mmol/l (220 mg/dl), hcp fs lite meter with customer's fs lite test strip lot 1366121 = 12.4 mmol/l (223 mg/dl), which were compared to the omnipod with fs lite test strip lot 1366121 = 2.7 mmol/l (49 mg/dl). The next evening ((B)(6) 2014) the child began vomiting and due to continuing deterioration in health, the child was taken to the hospital. Prior to going to the hospital, customer's mother performed another test using a different "previous old model" of the omnipod (serial no: (B)(4)) and "got low blood sugar.

Manufacturer narrative:
Cont of description of event: measurement of 2.5 mmol/l". Upon arriving at the hospital, a reading of 19 mmol/l (342 mg/dl) was received on an unknown hospital device and the child was diagnosed with dka (diabetic ketoacidosis). It was also reported that additional "parallel" comparisons were done between the omnipod (unknown serial no.) And hospital devices which reportedly "showed differences between 2.7 mmol/l-10 mmol/l" (actual readings, with date/time were not provided). It is unknown the specific treatment that was rendered for the diagnosis of dka. The customer was discharged from the hospital on (B)(6) 2014. There was no report of death or permanent injury associated with this event. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the omnipod insulin management system is meant to be used with freestyle blood glucose test strips, not fs lite blood glucose test strips. Multiple attempts to clarify details in this complaint were unsuccessful. Abbott is not the legal manufacturer of omnipod; it is manufactured by the insulet corporation. All pertinent information available to abbott diabetes care has been submitted.